Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at ipg site. The infection was found while patient was undergoing a lead revision surgery. As a result, patient underwent surgical intervention wherein the ipg was explanted. The infection is being treated. Patient's leads were also explanted due to lead migration (manufacturer report number 3006705815-2019-04363, 3006705815-2019-04364).

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient was administered oral antibiotics to treat the infection, and the infection has now resolved.